Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker had a magnetic resonance imaging (MRI) study, and the device was reprogrammed to do for 12 hours for the procedure. The patient subsequently had a syncopal episode and hit their head. The device was interrogated and the patient¿s rhythm was variable. It was noted that the device being do for 12 hours likely contributed to the patient¿s syncope. The patient was symptomatic again, and a review of the device data did not reveal any device issues which would have caused the patient¿s symptoms. Additionally, the patient felt their heart racing after exercising on the treadmill, and their heart rate remained elevated for approximately two hours. The device data was reviewed which noted the patient¿s heart rate was minute ventilation (mv) driven. The device was reprogrammed to alleviate this. No additional adverse patient effects were reported. The device remains in service.